Manufacturer narrative:
A siemens healthcare field service engineer (fse) evaluated the instrument and instrument data. Analysis of the instrument indicate that the cause for the discordant troponin result is unk. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discordant high immulite 2500 troponin results were obtained with two (2) pt samples. The lab repeated the samples on a second system, which gave similar results. The samples were then treated with hbt tubes and the results for both pt's were negative. There was no known report of adverse health consequences due to the discordant troponin results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) evaluated the instrument and instrument data. Analysis of the instrument indicate that the cause for the discordant troponin result is unk. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discordant high immulite 2500 troponin results were obtained with two (2) pt samples. The lab repeated the samples on a second system, which gave similar results. The samples were then treated with hbt tubes and the results for both pt's were negative. There was no known report of adverse health consequences due to the discordant troponin results.